Manufacturer narrative:
Other applicable components are: product ID: 978b128, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp states ins/lead implanted on (B)(6) 2021 and a lead revision occurred (which is reflected in drs) because of a 'mishap' with the way the lead was implanted. No further complications were reported at this time.

Event description:
Additional information was received from the patient. The patient reiterated previously reported information from this case, that when they had their system replaced on (B)(6) 2021, they "messed" their lead up and that it was "miserable." The patient stated it had come loose so they had to go back in on (B)(6) 2021 and replace the lead. It was difficult to understand what exactly happened with the lead but the patient stated that "they'd made it too short" and also that they were told by the managing health care provider (hcp) that the patient had been "too skinny." The patient then stated that they were "tall and slender" and asked "why couldn't they have taken fat from my butt then" when they reported this information. The patient stated the hcp no longer helped them because they were afraid the patient would sue them (the patient stated they never sued the hcp) and that the hcp had "turned" them "over to collections." The patient also stated they also "got this guy" who no longer answered their calls because this individual also thought the patient was going to sue them due to what happened. The patient again stated they had not sued this individual.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2cm5t , product type lead previous lead information was incorrect. Updated lead information can be found above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.